Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va35dtq028 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# va35ade014 implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that it was unknown if the issue had been resolved.

Event description:
Information was received from a consumer and healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an trial external neurostimulator (ens). The patient was complaining of increased pain in their foot from their baseline after placement. During the procedure, one of the leads went anterior. It was removed and then placed posterior. On (B)(6), the patient reported pain, swelling, redness, and warmth in his foot and ankle. The hcp was notified, who had the patient come in to the office for evaluation. The trial equipment was removed and patient went to the ER for symptoms. The hcp notified the rep that ¿nothing found acute on imaging¿, and the patient ¿does have some chronic issues and likely the irritation of those with the anterior lead placement.¿ the hcp did not know if the symptoms cleared or not. The cause of the issue was not known, and it was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va35dtq028 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# va35ade014 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 27-jun-2029, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 27-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.